Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she fell into the pool with the device on. Customer's blood glucose was 414 mg/dl. Customer's blood glucose was 50 mg/dl the night before that. During troubleshooting, customer mentioned there was air in the reservoir. Device passed the self test. Customer was advised to monitor the device. Customer will not be returning the device for analysis.